Event description:
New information received notes that the patient continued to experience post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). Therefore, programming changes were made to address the issue. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. It was noted that the patient's implantable cardioverter defibrillator was post-paced t-wave oversensing. No intervention took place and the patient would continue to be monitored. The patient condition was stable.